Event description:
It was reported that during the implant procedure, the right ventricular lead perforated the patient. The patients blood pressure began dropping. An echocardiogram revealed pericardial effusion was present. The patient underwent pericardiocentesis. The patient was asymptomatic one day post implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)